Manufacturer narrative:
The devices associated with this report were not returned. A search of the complaint database found no additional reports for the lot codes 3168187, e29eg1 and 2981610. A search of the complaint database search finds additional reported incidents against lot codes 3174090 and 2193958 since their release for distribution; however, a review of the device history records did not reveal any related manufacturing anomalies. The product lot codes were not provided for a femoral head and poly hip liner. The investigation could not verify or identify any product contribution to the reported event with the information provided. Based on the inability to determine a root cause, the need for corrective action was not indicated. Depuy considers the investigation closed at this time. Should the product and/or additional information be received, the investigation will be re-opened.

Manufacturer narrative:
This complaint is still under investigation depuy will notify the FDA of the results of the investigation once it has been completed.

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy as not synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. H10 additional narrative: corrected: g1 and g2 product complaint # (B)(4). Investigation summary: no device associated with this report was received for examination. The information received will be retained for potential series investigations if triggered by trend analysis, post market surveillance, or other events within the quality system. Depuy considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
There is no new information to report at this time. Per FDA request, this follow-up is being submitted to fill the gap in report sequence numbers.

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. H10 additional narrative: the devices associated with this report were not returned. A search of the complaint database found no additional reports for the lot codes 3168187, e29eg1 and 2981610. A search of the complaint database search finds additional reported incidents against lot codes 3174090 and 2193958 since their release for distribution; however, a review of the device history records did not reveal any related manufacturing anomalies. The product lot codes were not provided for a femoral head and poly hip liner. The investigation could not verify or identify any product contribution to the reported event with the information provided. Based on the inability to determine a root cause, the need for corrective action was not indicated. Depuy considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. H10 additional narrative: UDI: (B)(4). Added: b5, e1, g4, h2, h6 (patient and device).

Event description:
Ppf alleges dislocation with the closed reduction after the first revision. Ppf allegation was already reported. Added law firm in the facility name. The first revision was captured under: (B)(4).

Event description:
Litigation papers allege that the patient experienced pain, swelling, clicking, popping, grinding, weight loss, tinnitus in her ears, weakness, fatigue, skin rashes, and chronic anemia. Metal ion testing showed a cobalt level of 62.7 and chromium level of 19. She was revised secondary to metallosis with only the head and liner removed. After the revision she experienced multiple dislocations and was revised a second time where all components were removed.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.